Event description:
The customer contact reported the pt received more medication than intended. The primary line of the device was programmed to deliver lipids at a rate of 0.1ml/hr and vtbi (volume to be infused) of 0.1ml and the delivery was started. No further programming parameters were provided. After approx 40 minutes, the device alarmed for infusion complete. The physician was notified. There were no reported adverse pt effects. No medical interventions were required. Therapy was resumed using a replacement device. Though requested, no additional info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.